Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during device interrogation, it was discovered that this implantable cardioverter defibrillator (ICD) device exhibited a code 1003, which is indicative of battery voltage too low for the projected remaining capacity, as well as a code 1007, which is indicative that the device capacitor charge time was greater than 45 seconds. The device was being interrogated in order to intentionally turn off tachy therapy for comfort care reasons as the patient is on hospice. The device was reported to have not been interrogated since 2016. The boston scientific representative explained to the physician that the device cannot provide shocking therapy and if pacing therapy is required, a new device would need to be implanted. The physician indicated no further action would be taken. The device remains implanted. The patient was noted to be awake and sitting upright at the time of the interrogation. No patient symptoms or adverse patient effects were reported.